Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient hit their right eye with the tip of a drop bottle one day post treatment. The surgeon noted flap striae and performed a flap lift and smooth. The patient experienced slight blurriness in the right eye. There was no loss of best corrected visual acuity (bcva) reported.